Event description:
It was reported that during a rectum resection, the staples were malformed. The procedure was completed by hand sewing. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.